Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine and bupivacaine. It was reported that, "for a long time", the patient had been dealing with their handset "getting hung up" when trying to connect to the pump and "it just hangs there at 91% and finally it will come up to deliver bolus so I do that and it gets hung up at 91% again". Per the patient, "sometimes and it just did it a little bit ago" where they would request a bolus, it would lag at 91% and then it would say "bolus started" and they were locked out for 4 hours, so they didn't know if the handset gave them a bolus or not because "it said it did it because it's been since the middle of the night when I did my last dose so it had been more than 4 hours". Per the patient, it "supposedly" game them a dose, but they weren't necessarily sure due to the 91% lag occurring. When the patient was powering on the handset, the patient stated that "it used to hit it twice because it would say it would restarted it but it quit doing that". Patient services suspected the android recovery screen. Patient services reviewed general use of the equipment and assisted the patient in clearing data. Prior to clearing data,the patient's data was 696 kb. Patient services assisted the patient in connecting to their pump and the patient confirmed they were able to successfully connect, but mentioned briefly seeing a "pump not responding" message, which patient services understood as "no pump response", so the patient started moving the communicator around the pump against their skin. Patient services reviewed general use and the patient finished connecting without issue. Patient services reviewed considerations and redirected the patient to call back if further assistance was needed.